Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. Product evaluation: a sensor output test was performed and a pressure reading could not be obtained. The technician used an optical light to see if there were any breaks in the sensor's optical fiber and a break was observed within the y-fitting. Conclusion: loss of sensor function will effect monitoring the arterial pressure through the device. This type of failure can be caused by kinks in the catheter or patient movement during the procedure. When this type of problem occurs with the sensor, the instructions for use indicates to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The iab went in easily, it failed straight away. The iab consoles were swapped. There was no arterial trace.